Event description:
Reporter alleged blood glucose readings from 200-500 mg/dl and went to the doctor where a lab to meter comparison was performed. It was reported meter read 175 mg/dl while lab measured 57 mg/dl. No treatment was reportedly received as a result. A request was made for the return of the suspect product and replacement product was sent.